Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was returned not deployed. The data obtained from the device shows the device delivered 24 first prime pulses and was deactivated at 41 pulses. Due to observed rotational sensor errors, the first priming sequence ended prematurely which caused the completion of second prime to occur without the needle mechanism deploying. Despite multiple attempts, the device was unable to be rerun to see if the rotational sensor errors would replicate. Inspection of the commutator cap found damage, however it could not be conclusively determined that this damage contributed to the observed rotational sensor malfunctions. The device did not deploy due to rotational sensor malfunctions resulting in the first prime ending prematurely.